Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and successfully reset it with no recurrence of malfunction, and was advised to continue using pump and to call back if issue happened again.